Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 46 mg/dl. Customer advised they had high blood glucose then treated with a manual injection which resulted in low blood glucose levels. Customer was unable to troubleshoot or advise how they treated their low blood glucose levels because the call was dropped.